Event description:
Additional information received 28nov2025: 2 devices were the plan to land in an existing graft that was 38 in diameter. (Medtronic valiant graft). Lot and rpn for 42-121: zta-p-42-121-w e4573813. The zta-pt-38-34-167-w ((B)(4)) was implanted due to needing additional length to be closer to the celiac artery for a planned second stage operation. The issues with the first complaint led to a lack of length that was planned from the first 2 pieces. We need to extend the repair for this part and added an additional piece. The order of implantation was as follows: 1. Zta-pt-44-40-179-w, 2. Zta-p-42-121-w, 3. Zdeg-pt-42-34-160-pf-us, 4. Zta-pt-38-34-167-w.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4) investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: graft was unsheathed to deploy and upon rotating handle to release the graft from the delivery system, the graft appeared to be released but was not fully off the delivery system. Graft was then pulled down over the visceral vessels. Handle had to be excessively rotated more to release from the system. Additionally, the rotating handle continued to turn and never stopped. Handle could continuously be rotated. The releasement of the stent graft confirmed with fluoroscopy but it was noticed as the handle and delivery system was being removed that the graft was still attached. This resulted in a hard stop to removal and then the handle was turned quite hard to get one more click and then was fully released. Patient outcome: the stent graft migrate from above the celiac artery to just above the renal arteries. Ballooning of the graft was done distally and graft was pushed up to where it originally was.